Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. During call about another issue, patient reported she got a replace battery this morning. Customer support (cs) checked the history alarms and noted only one alarm, a call service alarm dated (B)(6) 2007. Per patient this is on all her screens: she has no other alarms. She said she should more alarms in history, as she has been using this pump for 6 months. She says the bolus history is there but only the one alarm in history alarm. She says it is the same on records 1, 2, and 3 as she looks back at history all say same as record one. Time and date is correct in pump. Patient not aware of call service alarm until just now saw them, denying knowing about it in the history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/12/2013 with the following findings: a review of the pump¿s history showed only typical usage alarms; the call service alarm for (B)(6) 2007 was confirmed in the pump¿s history. During testing, a low battery warning was reproduced and correctly recorded in the pump¿s history. The pump successfully performed a 10 unit audio bolus and a 10 unit normal bolus and both were accurately recorded in the pump¿s history. The pump was exercised for 24 hours with no errors or alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.